Event description:
The dayshift tech discovered a discrepancy with a troponin result. I instructed her to review all the troponins reported from the previous day. She found the specimens and reran the samples on the alternate analyzer. She stopped using the analyzer in question and called in the vendor service engineer for repair.